Event description:
Boston scientific crm received information that the patient with this right ventricular (rv) lead was experiencing occasional stimulation symptoms. No diaphragmatic stimulation or muscle stimulation was found. An echocardiogram was performed and the lead was positioned in the apex. The patient felt rv pacing in any mode all the way down to loss of capture (loc), which was very painful for the patient. The patient had reported that during an angiogram several years ago, the artery spasmed and had same symptoms. The physician was considering an rv lead revision. As of today, this product remains in-service.